Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt underwent a miniarc sling revision surgery due to a "small erosion of mesh to left of midline." The physician removed a small amount of eroded mesh, then further dissected to create a small skin flp to "re-secure" the mesh. No additional pt complications have been reported in relation to this event.